Event description:
The customer contacted stryker to report that their device's power button was intermittently not functional. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation through functional and performance testing, the device was returned to the customer for use.